Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the operation, it was hard to insert the outer sheath into the patient. The physician withdrew the outer sheath to check and it was found that the tip of outer sheath had been cracked and jutted out. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and during the operation, it was hard to insert the outer sheath into the patient. The physician withdrew the outer sheath to check, and it was found that the tip of outer sheath had been cracked and jutted out. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the tip was bumped and bent. A microscopic examination was performed, and the tip was observed bent and bumped. A device history review was performed for the finished device number lot 00002414 and no internal action related to the complaint was found during the review. The tip bent and bumped could be related to the broken tip reported by the customer; therefore, the complaint was confirmed. The potential cause of the tip bent could be related to the skin incision size relative to the sheath; however, this could not be conclusively determined. The instructions for use (IFU) contain the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).